Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
During deployment of the device while pulling back the entire device was pulled out. The collagen was attached to the device and the anchor was not found. Diminished pulses were noted in recovery and an ultrasound revealed a clot or a shadow. A cut down was performed and a clot was removed; however, the anchor was not located. The pt was listed as stable.